Manufacturer narrative:
Device passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test. Possible over delivery anomaly not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that thee experienced low blood glucose. The blood glucose level was 40 mg/dl. Customer¿s current blood glucose level was 152 mg/dl. Customer treated with food for low blood glucose. The customer declined troubleshooting for low blood glucose. Customer also stated that the insulin pump got a critical pump error. Troubleshooting for alleging possible over delivery. The product will return for the analysis.